Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A repair test was performed using software to address the issue. Additionally, the flow sensor was replaced as a preventive measure. The flow sensor was received by the product investigation lab (pil). As the flow sensor was replaced as a discretionary/precautionary measure and there was no confirmation of an issue with the flow sensor itself, no further investigation of the flow sensor was performed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.